Event description:
Per the clinic, the patient experienced a head injury resulting in experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 31 2022.

Manufacturer narrative:
Correction: the common device name in d2 has been updated to nucleus 22 cochlear implant system. Device analysis has indicated device failure. Device analysis report attached. This report is submitted on june 23, 2022.